Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cables on the permanent cautery spatula instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be frayed at the distal clevis hub. The clevis did not exhibit any damage. No other cable damage was found. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.